Event description:
It was reported by service report that the bed was smoking when it was plugged in. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.